Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was checked in clinic to determine whether the device was functioning properly. Review of the device data determined this device was reprogrammed due to previously recorded pacemaker mediated tachycardia (pmt) episodes. This device remains in service. No adverse patient effects were reported.